Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet with serial number a104013 would not power on or charge despite attempts with multiple outlets and proper placement on the charging pad, and the housing separated when the patient removed the case and placed the device on the charger, consistent with a device malfunction involving the power/charging subsystem and enclosure integrity. Symptoms included no device function. Outcomes included interruption of therapy requiring device replacement while the patient continued glucose monitoring using a dexcom system. Investigation included telephone troubleshooting and review of photographs provided by the patient. Investigation of this case revealed a failure to charge and loss of structural integrity of the device enclosure; the observed condition was consistent with a malfunction of the device¿s power/charging component and case assembly. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the power/charging system with associated enclosure separation, with root cause undetermined pending device evaluation.